Manufacturer narrative:
(B)(4).

Event description:
The patient reported a shocking, when walking through the grocery store entrance, they felt a jolt. This occurred about three months after implant, sometime in 2013. Other relevant medical history includes spinal pain and chronic low back pain. If additional information is received, a follow-up report will be sent.